Event description:
Customer¿s (B)(4) report received. Per report ¿pump rate for lipids was checked at beginning of shift to be running at 0.9 ml/hr. Throughout shift lipids continued to run. In the morning, rn noticed that tubing for lipids was clear above alaris pump. Paused fluids and clamped line. Opened pump to find that tubing was empty until about halfway point inside the alaris. Nurse notified immediately and stat triglyceride level drawn. Remainder of tubing emptied, had 16 ml remaining of lipids. Bag stated that beginning infusion amount was 50 ml. Pump investigated and showed to report only 17.41 ml infused since the previous afternoon. It is unk how much lipids were actually infused into patient due to malfunction.¿ customer stated the IV set was discarded. Customer stated the user did not provide any add¿l patient or event details.

Manufacturer narrative:
(B)(4). Although requested, logs/device have not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for eval.